Manufacturer narrative:
(B)(4). Associated products : item#:42500006001;femur cemented (ps) narrow left size 6; lot#: 63690665; item#:42532006701;tibia cemented 5 degree stemmed left size d; lot#: 63727290; item#:42540000029; all poly patella cemented 29 mm diameter; lot#: 63785212; this complaint was confirmed by review of returned device. Visual examination of the returned device confirms the shim has one each of components 1 and 2 disassembled / missing. Device history record (DHR) was reviewed and no discrepancies were found. This device is confirmed to have been a part of the investigation, where field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00044.

Event description:
It was reported a patient underwent an initial left tka approximately 3.5 years ago. Subsequently, the patient underwent a manipulation under anesthesia and corticosteroid injection due to stiffness/decreased rom caused by adhesions approximately 3 weeks later.